Event description:
The customer stated that one patient sample generated a result of 1200 u/ml for the architect ca19-9 assay. The sample was diluted and a result of 600 u/ml was generated. The customer questioned the discrepancy between the two results. No impact to patient management was reported. The customer indicated that the patient was monitored for colon cancer and pancreatic cysts. The customer also indicated that the cea levels decreased as expected.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did not identify atypical complaint activity related to this issue. Accuracy testing was completed using retained kits of reagent lot 32070m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. No malfunction was identified; this issue was limited to discreet patient sample and the initial result did not align with the diluted result. Dilution linearity was performed on the sample and confirmed the retest result indicating a possible contamination with the initial result. No additional issues were identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.